Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One (1) device was received for evaluation; one (1) event was confirmed during testing for overheating, but not for the reported event of leaking. The device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly overheating and leaking. There was no patient involvement; no patient impact.